Manufacturer narrative:
The user was transgressing with their chair, the chair reportedly jerked, and the user fell out of her chair. This fall resulted in an alleged hospital stay. Area transgressed is unk. No conformation of alleged hospital stay. Chair has been in use for six years and device maintenance and service history is unk. MDR filed based on alleged unconfirmed hospital stay.

Event description:
The consumer states, she was riding in her chair when the chair allegedly jerked forward, causing her to fall in the street, resulting in a hospital stay of almost a month. Serious injury is alleged.

Event description:
The consumer states she was riding in her chair when the chair allegedly jerked forward, causing her to fall in the street, resulting in a hospital stay of almost a month. Serious injury is alleged.

Manufacturer narrative:
The user was transgressing with their chair, the chair reportedly jerked, and the user fell out of her chair. This fall resulted in an alleged hospital stay. Area transgressed is unknown. No conformation of alleged hospital stay. Chair has been in use for six years and device maintenance and service history is unknown. MDR filed based on alleged unconfirmed hospital stay. Eval completed - the device was visually checked and found to have typical wear and tear. In addition, many parts were detached from the device upon rec'd. Non-manufactured drill holes were identified in the seat pan. The chair was operated in all three drives and operated as expected. Drive four was for tilt and recline functions. Drive four was programmed to run with aggressive parameters. The conclusion was operator error was the root cause of the event.